Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -16.00/2.0/105 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was exchanged with a for a longer length lens due to low vault with rotation on (B)(6) 2021. This resolved the problem.cause of the event is reported as "low vault, so rotation of the lens with time."